Event description:
It was reported that during the farawave procedure for atrial fibrillation, and atrial flutter considered off label, a spline broke while in the heart changing configuration. A new catheter was used to complete the procedure. No patient complications occurred. The device was returned and is awaiting analysis. It was further reported that the distal end of one of the splines was detached.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, and atrial flutter considered off label, a spline broke while in the heart changing configuration. A new catheter was used to complete the procedure. No patient complications occurred. The farawave has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.